Event description:
A medtronic representative reported that during a spinal surgery the o-arm would not boot, despite many attempts to reboot the system. The patient was under anesthesia, but no incision had been made yet. The surgeon opted to cancel and reschedule the procedure. No harm to the patient was reported.

Manufacturer narrative:
Patient information was not provided at the time of the event. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. The suspect o-arm computer was returned to the manufacturer for analysis and corrupted files were found on the hard drive. Hard drive corrupted operating system directly caused event. Replacing the computer in the o-arm resolved the issue.

Manufacturer narrative:
Device manufacture date correction provided.

Manufacturer narrative:
Patient information now provided.